Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and the catheter had to be zero calibrated several times and a clot formed at the tip of the catheter. No adverse patient consequence was reported. The force issue is not MDR reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed thrombus/clot residues between the dome and the next electrode. No other anomalies were observed. The device was connected to the generator and pump. No temperature/impedance issues were observed. However, it was noticed that an ablation cycle could not be performed, since the device was not irrigating. Also, the device was connected to carto 3 system. It was recognized and visualized. Force values were working normally; however, the irrigation impeded further testing. Further analysis revealed that the irrigation tube was occluded at shaft area with reddish material. A manufacturing record evaluation was performed for the finished device number 31469278l, and no internal actions related to the reported complaint were identified. The thrombus/clot reported was confirmed due to the conditions observed on tip. Also, the irrigation issue observed could have contributed to the thrombus/clot formation. The potential cause of the occlusion could not be determined with the information available. The instructions for use (IFU) contain the following information: ¿when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. ¿flush the catheter and tubing to ensure purging of trapped air bubbles and to verify irrigation through the tip electrode. The force issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The IFU states: ¿zero the contact force reading following insertion into the patient. The tip electrode and the two distal ring electrodes on the catheter tip must be outside of the sheath so that the force sensor is inside the body. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Refer to the user manual for the carto¿ 3 system for instructions on how to zero the contact force reading. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).